Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report of a check patient line was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice (hc) unit during the initial drain. The hp stated that she did not check the patient line before connecting herself and the patient line was full of air. The baxter technical service representative (tsr) explained that hp would need to end therapy on the hc and start over with new supplies. The tsr then assisted the hp through ending therapy early procedure. The tsr advised hp to make sure the patient line had no air before connecting herself and advised to call if she needed re-priming assistance. On (B)(4) 2010 product surveillance spoke to the hp who stated she started over as advised and had no problems since. The hp confirmed the nurse was informed and no infection resulted from this incident. The hp confirmed she understood proper procedures.